Event description:
The facility reported to baxter an infusion pump that failed on "all channels during transport". The facility stated, "pt transported to di for testing. With no warming the entire pump alarmed failure. Pump had been plugged in all day. Pump sent to biomed for testing. All three channels had infusions at the time of failure. Pt had levophed, heparin, and blood running at the time of failure".